Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running in safe mode was duplicated. Based on the investigation details, the likely cause was corrosion on the locking cam and problems with the trigger and motor.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.